Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant the right ventricular (rv) lead impedance increased from 1350 ohms to 2760 ohms with no significant changes to threshold measurements. Boston scientific technical services (ts) noted that the measurement is out of range. Ts further discussed possible causes and that it would be physician discretion to decide to continue to monitor or have the patient undergo a revision procedure. An x-ray was taken and did not show any significant findings. The increase in impedance was thought to be tissue inflammation related as the measurement plateaued. Subsequently the physician opted to keep the current programming and no further intervention was taken. The rv lead remains in service.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the right ventricular (rv) lead continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms. Noise was also now observed. A revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.